Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there is another patient with dbs that shuts off. The last time this happened was in january. The patient experienced severe tremor but the patient's son was home and was able to turn the ins back on with the patient controller. There was nothing special that had happened then and no electromagnetic field or trauma. It was reviewed that based on the mdt data and session report, the battery remained being charged perfectly (e.g. Always >60%). No instances of an overdischarged battery was seen. It was seen that on dec-17th, there was one instance of a power on reset (por) event and stimulation was turned on again on the same day one hour after the por was triggered. Stimulation has been provided 100% of the time since the por.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the por was not determined. No further troubleshooting was done. The root cause of the device shutting off was undetermined. The issue resolved after son's actions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the stimulator has turned off seven times over the past 1.5 years. At least five of these incidents occurred when the patient had recently charged the stimulator. Each time this happened, the patient needed assistance to recharge the stimulator for about one hour (the usual charging time), after which it resumed functioning. The most recent episode occurred around the end of september / beginning of october.

Event description:
It was reported that there is another patient with dbs that shuts off. The last time this happened was in january. It was reviewed that based on the mdt data and session report, the battery remained being charged perfectly (e.g. Always >60%). No instances of an overdischarged battery was seen. It was seen that on dec-17th, there was one instance of a power on reset (por) event and stimulation was turned on again on the same day one hour after the por was triggered. The patient experienced severe tremor but the patient's son was home and was able to turn the ins back on with the patient controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.